Event description:
It was reported that the patient had chest pain. The right ventricular (rv) lead was found to have high thresholds. The lead was removed, inspected and reimplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).